Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pulse generator had failed to be interrogated. Patient status was unknown.